Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons had been intermittently unresponsive for several months. It was noted that the rubber keypad was loose and lifting up near the top. Reportedly, the symbols on the up arrow, down arrow and ok buttons were worn. No evidence of moisture in the pump was alleged. The patient reportedly wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be lifting and pulling away from the keys, but was not torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow and contrast buttons had intermittent response and required multiple presses with increasing force to evoke a response. The ok and down arrow buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.